Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at 12.5 mcg/day), hydromorphone (2.9 mg/ml at 0.0174 mg/day), and bupivacaine (13.5 mg/ml at 0.081 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and spinal pain. On (B)(6) 2016 it was reported that an alarm was not heard; however, telemetry confirmed safe state occurred. The pump logs were reviewed and there were no other logs since the refill on (B)(6) 2016 where it showed that the pump went into safe state. Per the hcp, they were going to schedule the pump to be replaced. The patient had withdrawal-type symptoms related to the event that had come on suddenly.

Manufacturer narrative:
Analysis found that the pump suffered a prescription table corruption with an undetermined root cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the pump was replaced on (B)(6) 2017.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the rep. The pump was returned for analysis. Pump logs show the drugs to be 2,000 mcg/ml fentanyl at 12.5 mcg/day, 13.1 mg/ml bupivacaine at 0.082 mg/day, and 2.9 mg/ml hydromorphone at 0.0181 mg/day. Pump logs show that there was a low reservoir alarm that occurred on (B)(6) 2016 at 08:26, on the day of the refill. They also showed the pump was in safe state on (B)(6) 2016 at 13:02. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was pump "motor stall", and the "motor stall" was not due to magnetic resonance imaging (MRI). It was noted that the pump was returned to manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated after the "motor stall" (pump safe state), they weaned the pump down to minimal flow rate. The pump was removed from the left buttock pocket along with a revision of the intrathecal catheter. The pump was reaching the end of its battery life and recently had the "motor stall". The patient decided to have the 40cc pump rather than the 20cc pump in order to prolong refill intervals. The outcome was resolved without sequelae on (B)(6) 2017.